Manufacturer narrative:
D9: product received date 11/1/2024. H3: one device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported issue of cassette is misplaced error was verified with event log. Visual/functional testing was performed. Unable to perform occlusion test due to downstream occlusion (dso) sensor failing with stagnated value of 131 mv. The cause of the reported issue is the excessive fluid ingression found under bezel and on dso sensor. Replaced dso sensor assembly to resolve reported issue. Found badly scratched lens and keypad select button intermittently failing. Replaced keypad and lens. The device passed all functional tests post repair.

Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed an error message that the cassette is misplaced. There was unknown patient involvement and unknown patient harm/adverse event reported.